Event description:
Post procedure the physician attempted to remove the sheath. The hub disconnected from the sheath and the sheath remained in the pt. The remaining sheath will be returned. Pt was unharmed.

Manufacturer narrative:
A visual examination confirmed separation of the proximal end of the sheath, including the flare, from the check-flo assembly. A further examination of the sheath did not detect the presence of material separation and/or elongation. Our quality control dept. Confirms the security of the fittings 100% prior to further processing. A product label informs the end user that all catheters and instruments used with this introducer should move freely through the valve and sheath as separation of the sheath may result if the fit is tight. However, we are aware of the potential for separation and have previously addressed this matter in an effort to minimize the potential for recurrence. Without a lot number for this device, determination of the manufacturing date in comparison to the implementation date of this change is not possible. Nevertheless, the appropriate individuals were notified of this matter and we will continue to monitor for similar events.